Manufacturer narrative:
Device evaluated by MFR.: the referenced farawave pfa catheter was returned for analysis. Visual inspection of the catheter identified a piece of hair stuck in the catheter handle, consistent with the reported event.

Event description:
It was reported that the catheter had a hair stuck in the handle. During preparation for a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was noticed that a hair was stuck in the catheter handle. No damage was apparent to the packaging. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a hair stuck in the handle. During preparation for a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was noticed that a hair was stuck in the catheter handle. No damage was apparent to the packaging. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.